Event description:
It was further clarified that the patient had not been exposed to an magnetic resonance imaging (MRI) scan or electromagnetic interferences. The patient had continued with oral therapy. The family later decided to replace the pump. The pump and catheter were explanted and reportedly were not replaced. Should additional informationbe received a supplemental report will be filed.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4). Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to gear-pinion, and stall algorithm not triggered-no stall alarm occurred. Analysis of the catheter found a catheter body kink; a catheter body hole which was caused by repeated flexing; and catheter body damage to the transition tube.

Event description:
Additional information received reported that the field had incorrectly programmed the wrong model and catheter length in the programmer. No patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Neu_ascenda_cath , lot no: unknown. 8637-20 pump, s/n (B)(4).

Event description:
(B)(4): that a pump motor stall that never recovered occurred on (B)(6) 2015. The patient's medical history included dystonia. As a result of the event, the pump was reprogrammed. No additional diagnostic testing or troubleshooting was performed, and the cause of the issue remained unknown. Patient symptoms associated with the event included less than 50% therapy relief. The pump remained implanted, but out of service; it was to be explanted/replaced. The patient's status was reported as "alive - no injury." On (B)(6) 2015, it was further reported that the pump had not yet been explanted/replaced; the family did not know if it should be done or not. According to the logs, more than one motor stall occurred. It was not reported if the patient had been exposed to an MRI (magnetic resonance imaging). The patient was noted to have been receiving oral therapy. The pump was being used to deliver baclofen. The outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no impact due to the programming error on the patient symptoms.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.